Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "in the process of central venous catheterization, the guidewire was kinked and difficult to insert into the ars, and the catheterization was repeated and the 3rd time successfully, which caused the patient to bleed more under the skin and increased the pain to the patient. The patient was given compression and cold compresses to deal with the problem". The condition of the patient is reported to be 'fine'. Associated complaints: 3006425876-2025-00018 and .

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and there was one potential finding. Without the sample returned, it cannot be confirmed if the finding is relevant to this complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "in the process of central venous catheterization, the guidewire was kinked and difficult to insert into the ars, and the catheterization was repeated and the 3rd time successfully, which caused the patient to bleed more under the skin and increased the pain to the patient. The patient was given compression and cold compresses to deal with the problem". The condition of the patient is reported to be 'fine'. Associated complaints: 3006425876-2025-00018.